Event description:
It was reported that during a colon resection procedure, after firing the circular stapler the surgeon turned knob 1/2 turn and removed instrument. Surgeon reported that the anastomsis was not complete and had to hand sew. The case was completed with no patient consequence.